Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The field service engineer performed precision studies and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of < 0.06 mg/dl. A doctor questioned the result and requested a repeat of the sample. The sample was repeated, resulting in a value of 1.16 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported. Medwatch fields d1, d2, d4, g1, and g4 have been updated.